Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noticed the stent buckled back on itself when it was inserted into the guide and the device failed to cross the lesion. No patient complications were reported.